Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: the reported product has no UDI no. Allocated. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. One (1) actual sample was returned for investigation. The safety cover was not properly shielding a tip of inner-needle and it was being positioned 15mm away from the tip instead. The safety cover was closely examined under microscopic observation that found no irregularities to attribute detachment of any parts, deformation, or malfunction of the device. Next, we prepared a catheter hub alone that was originally brought from our retention sample, and it was placed onto the actual sample to create original assembly. It was used to simulate and verify the proper shielding performance of the sample. We conducted inner needle pulling repeatedly 10 times. As a result, the safety cover was confirmed to be safely activated to shield the tip of inner needle. The concerned product is constantly produced by automated process. After a safety cover was assembled on an inner needle, the product is assembled, packaged, and boxed as an i.v. Catheter. With respect to the shape of safety cover, a 100% visual inspection is being performed by the digital camera in the automatic inspection system installed in the process where a safety cover is assembled on the inner needle. The product with defective shape, which may contribute to the safety cover malfunction, shall be detected as a defect, and then automatically disposed. Regarding the automatic inspection system, we perform a periodical inspection to 'maintain the accurate inspection performance and ensure that there is no failure in the automatic disposal system. The record was traced back up to 5 years and reviewed. As a result, no anomalies, such as defective accuracy in safety cover shape inspection, or anomalies in the automatic disposal system, have been recorded. In addition, no defective product, which may adversely contribute to activation failure of the safety cover, has been detected. Moreover, no similar event attributed to a product defect has ever been reported from other medical facilities. We were not able to identify the root cause of the reported issue, since no anomalies, which may deteriorate the activation failure of safety cover and we were not able to simulate the reported issue. The user reported the lot number of the product as "240517s". However, based on the manufacture records checking, the reported lot number was confirmed to be invalid. Thus, we performed the investigation as "unk lot" issue. Relevant instructions for use (IFU) reference: "if the safety mechanism fails to activate, carefully dispose the product appropriately." "For certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." "Do not touch the safety cover after withdrawal of the inner needle for infection prevention." Terumo medical products (tmc) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835.

Event description:
The user facility reported that a needle stick occurred. On july 19, the user reported us that an i.v. Catheter was placed on the patient after punctured on july 19. The used needle was temporarily placed on a tray. (It was unknown if the inner needle was exposed at that time.) When the user attempted to dispose the needle, a needle stick occurred. The patient to whom the product was used had no infection. The health care professional (hcp) who got a needle stick is under monitoring. There was no patient injury/medical or surgical intervention required. The procedure outcome and patient impact was unknown.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to sections e1 and g1. In section e1, a correction was made to the spelling of "pref.," and the registration number was added to section g1.